Event description:
This report is based on information provided by philips and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device with broken therapy receptacle. The incident summary reported "delay to treatment therapy." In a conservative assessment of the available information, this event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the user found dfm100 defib with broken therapy receptacle during recent checks on therapy leads. The broken part is used for the correct alignment of the therapy lead and also locking it in position. The therapy lead connector is covered with a metal protective quick release cover that keeps the therapy lead in place. This makes the damage invisible and allows the defib to still pass the user daily tests. The incident summary reported "delay to treatment therapy." In a conservative assessment of the available information, this event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device with broken therapy receptacle. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.